Event description:
It was reported that during a procedure using a coblator ii controller, the device was not working properly. The surgeon opted to complete the procedure using traditional methods instead. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The complaint was verified and the root cause was determined to be wear and tear over time. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: twisting or forcing the connector while plugging the device into the subject controller. Wear and tear due to repeatedly connecting concomitant devices to the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.